Event description:
It was reported patient death occurred. A left atrial appendage closure (LAAC) procedure was performed on 15-May-2026. A WATCHMAN TruSteer Access System (WAS) and a 27mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) were used. The procedure was completed successfully and all of the position, anchor, size and seal (PASS) criteria were met. The patient was discharged. Approximately two weeks following the LAAC procedure the patient went in for an emergent follow-up. It was discovered WDS device embolized into the descending aorta and the patient passed away. There was no official cause of death or date of death provided.

Manufacturer narrative:
B3 DATE OF EVENT: ESTIMATED AS 29-MAY-2026 AS THE EVENT WAS REPORTED TO HAVE OCCURRED APPROXIMATELY TWO WEEKS AFTER THE IMPLANT DATE OF (B)(6) 2026.

Event description:
IT WAS REPORTED PATIENT DEATH OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS PERFORMED ON (B)(6) 2026. A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) AND A 27MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE USED. THE PROCEDURE WAS COMPLETED SUCCESSFULLY AND ALL OF THE POSITION, ANCHOR, SIZE AND SEAL (PASS) CRITERIA WERE MET. THE PATIENT WAS DISCHARGED. APPROXIMATELY TWO WEEKS FOLLOWING THE LAAC PROCEDURE THE PATIENT WENT IN FOR AN EMERGENT FOLLOW-UP. IT WAS DISCOVERED WDS DEVICE EMBOLIZED INTO THE DESCENDING AORTA AND THE PATIENT PASSED AWAY. THERE WAS NO OFFICIAL CAUSE OF DEATH OR DATE OF DEATH PROVIDED.

Manufacturer narrative:
B3 Date of Event: Estimated as 29-May-2026 as the event was reported to have occurred approximately two weeks after the implant date of (b)(6)2026.With all the available information, Boston Scientific (BSC) concludes:Device Technical AnalysisThe WATCHMAN FLX? Pro remains implanted; therefore, returned device analysis could not be completed.Device History Record ReviewA review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60270 Batch # 0038994609. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling ReviewThere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX? Pro Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Implant Embolization (Injury, NOS (Not Otherwise Specified), and Death.Risk ReviewA Risk Review was completed and confirmed that the events of Implant Embolization (Injury), and Death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause not Established.